Event description:
It was reported that intermittent ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer continued to use current pump for insulin delivery.